Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) approximately two months ago due to a charge time (CT) of 22.5 seconds. Replacement guidelines were questioned. Technical services (ts) discussed the mid-life display of replacement indicators advisory and discussed 3 months post eri and end of life (eol) functions. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and will not be returned for analysis.